Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9003633. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-16. Medical device lot #: 9066757. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-07. Investigation summary: no samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. There have been no component material changes that comprise the product for the reported batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that a peak was witnessed during impurities testing while using bd 10ml syringe luer-lok¿ tip. This was discovered after use. The following information was provided by the initial reporter: material no.: 309605, batch no.: 9003633 & 9066757. It was reported that an unknown peak was witnessed during impurities testing using these syringes. Per email: we have produced several batches of finished drug product and sterile filled into bd 10ml syringes. We have seen an unknown peak in our impurities testing after being filled into the syringes and request to know if there have been any other customers asking about 2 specific lots of syringes due to issues, or if bd has testing results for impurities on these lots.